Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock due to atrial fibrillation (af) with rapid ventricular response. Furthermore, the right atrial (ra) lead exhibited undersensing on stored electrograms (egm). The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.